Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/14/2025, the user reported that the ilet would not unlock. The button moved and the device vibrated but did not function. Removing the screen protector and charging did not resolve the issue. A replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.